Manufacturer narrative:
Date of event was reported as "sometime in 2015". A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported that their implantable neurostimulator (ins) worked well but, since sometime in 2015, they had to manually adjust the stimulation as the adaptive stimulation had stopped working. The patient was re-directed to their healthcare professional (hcp) for the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the "laying" position was intermittent and the patient had to manually set it to the laying position to get it to work. Physician listings were sent. No further complications were reported/expected.